Event description:
My wife cannot get help. She has been suffering with this "femoral" pelvic hernia mesh that broke years ago and no one will help us. She was 130 lbs and down to (B)(6) and still, no one will help us. We have went to doctors, all over the state of (B)(6) and still, no one will help us. I don't want my wife to die from this, but that is the way it's going because, no one will help us!